Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump underinfused by approximately 50ml. The issue was further described as, the tubing was noted to be compressed inside the pump door. There was no detection or warning. Once the tubing was adjusted fluid began to flow. There was no report of patient injury or medical intervention associated with this event. No additional information is available.